Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire with multiple kinks and offset coils throughout its length. The catheter was not returned. The guide wire was found to be intact and within dimensional specifications. A review of manufacturing records based on sales history did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to use excessive force or withdraw against the needle bevel. Based on these circumstances, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into a patient in the emergency department. The physician experienced difficulty with the guide wire when trying to insert into a patient. It was very easy to hit the vein during needle insertion but when they tried to insert the wire, it became kinked. Once this occurred, he was not able to thread the catheter. The physician is reported to be very experienced and has placed many of these lines in the past and this issue is new to him. There was a delay in treatment with no patient harm and no patient death or complications reported.